Event description:
It was reported to philips that system froze and unable to exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and how the procedure was completed. However, the customer has not provided the requested information philips field service engineer (fse) inspected the system onsite and found that the system froze and unable to expose. Review of the system log file showed that there was error in application as collimator driver area is not available. To resolve this problem, fse replaced sib box and downloaded the board software. The defective part was returned to philips for analysis and found that the part of sib box failure couldn¿t be conclusively determined by supplier¿s part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.